Event description:
Seat part of tub chair for apollo bathing system series 0300 developed a crack horizontal to inner opening. Chair was used for resident bath. As resident was assisted out of chair, skin on buttock torn on crack of seat. This is the second such defect of the chair and chair seat. It has involved the same resident twice now.